Event description:
It was reported that clips got broken at loading during a laparoscopic cholecystectomy. The same issue occurred on two cartridges from the same lot number. No clip fell/remained in the patient.

Manufacturer narrative:
Qn # (B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73k2200591 investigation did not show issues related to the complaint. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that clips got broken at loading during a laparoscopic cholecystectomy. The same issue occurred on two cartridges from the same lot number. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.